Event description:
Baxter sales representative left a voice message for corporate product surveillance (cps) after business hours on 12/09/2009 to relay customer reported incident which occurred on unknown date using unspecified baxter infusion pump. The customer reported an increase number of occlusion alarms detected in the nicu (neonatal intensive care unit) on unknown date(s). The baxter sales representative stated that the customer was not certain if the problem was with the unspecified pump or unspecified IV tubing (B) (4). Patient involvement was not specified. During a follow up phone call on (B) (6)2009 the nurse manager noted five (5) separate incidents involving (5) separate colleague pumps (serial numbers unknown and date of events) where the pump alarmed occlusion and interrupted therapy after two days but less than 3 days of continuous delivery of a tpn. The nurse manager stated that there was no patient injury associated with any of the incidences. Additional information from the nurse manager received on 12/23/09 noted that all occlusions occurred downstream and that the occlusions were associated with use of a .22micron downstream filter. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4)the device has not been received for evaluation of interruption of therapy. The customer stated that she had a limited amount of pumps and didn't want to send in any for evaluation. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.